Event description:
The reporter contacted animas on (B)(6) 2012, stating that the patient's health care provider downloaded the pump and found periods of no basal delivery associated with high blood glucose. The pump was unavailable to troubleshoot. No further information was provided. The pump was not being returned to animas and there were no further reported issues. This report is made based on the allegation that there may have been cessations in the insulin delivery.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-apr-2019 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The available daily insulin delivery totals correctly reflected the programmed basal rates. Further testing was unable to be performed due to a blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.